Event description:
The report stated that during a hysterectomy, after a complete sealing cycle with division of tissue, the jaws of the handpiece would not open on their own. The surgeon wiggled them open but the divider stayed extended. There was no pt injury and the surgeon opened another lf4200 handpiece to complete the procedure. Device eval on 6/11/2007 found that part of the divider is broken off and missing from the device. The surgeon was contacted and in 2007 stated that he x-rayed the pt involved in the incident and the x-ray showed that the broken piece did not remain in the pt.

Manufacturer narrative:
The incident device eval showed that the device was apparently clamped on large and/or rigid tissue. The product instructions for use (IFU) warn against overfilling the jaws of the device as the cutting function may be compromised. The IFU also states to confirm that the jaws of the device have reached the closed position. (Tips of the jaws no more than 2 mm apart) before activating the cutter.